Manufacturer narrative:
Date of event has been entered as the same as published date (19 october 2025) since date of data collection was not provided. Tomasino, m., vila-sanjuán, s., ródenas-alesina, e., soriano-colomé, t., milà, l., solsona-caravaca, j., martí-aguasca, g., ferreira-gonzález, I., & uribarri, a. (2025). Percutaneous patent foramen ovale closure during protekduo support and transcatheter tricuspid repair after left ventricular assist device implantation: while the right ventricle gives up, cardiologists don¿t. Circulation: heart failure. Https://doi.org/10.1161/circheartfailure.125.013354 cardiology department, vall d'hebron university hospital, vall d'hebron research institute, universitat autonoma de barcelona, spain (m.t., s.v.-s., e.r.-a, t.s.-c., l.m., j.s.-c., g.m.-a, i.f.-g., au.). Centro de lnvestigaci6n biomedica en red en enfermedades cardiovasculares, lnstituto de salud carlos ill, madrid, spain (e.r.-a, t.s.-c., g.m.-a, i.f-g., au.). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the case study article, "percutaneous patent foramen ovale closure during protekduo support and transcatheter tricuspid repair after left ventricular assist device (lvad) implantation: while the right ventricle gives up, cardiologists don't¿ that the heartmate 3 was involved in right ventricular failure (rvf), hypertension, and hypoxia in a patient after lvad implantation. At the time of the event, the patient was a 69 year old male. The patient had a history of arterial hypertension, type 2 diabetes, a coronary artery bypass grafting, and ischemic cardiomyopathy. The patient was admitted for elective heartmate 3 lvad implantation as destination therapy for advanced heart failure. The patient was levosimendan-dependent, in the lnteragency registry for mechanically assisted circulatory support 3 profile. Surgical patent foramen ovale (pfo), and fo closure was performed. Upon weaning from cardiopulmonary bypass, the patient developed severe rvf, with a right atrial pressure of 26 mmhg, a pulmonary artery pressure of 27/18/21 mm hg, a cardiac index of 1.1 u min per m2, a mixed venous oxygen saturation of 52%, and a lactate of 9.5 of mmol/l. The patient was refractory to pharmacological support. Right ventricular assist device (rvad) implantation with a protekduo 29f cannula under transesophageal echocardiographic (tee) guidance and connected to a cardiohelp pumpoxygenator was pursued. The patient was initially hemodynamically unstable with poor distal perfusion requiring high-dose vasoactive support. Lvad initial speed setting was 4400 rpm. Following repositioning of the rvad, the patient's hemodynamics improved, and lvad speed was increased to 5100 rpm. The swan-ganz catheter was removed during rvad implantation, precluding pulmonary artery, or wedge pressure measurements. Central venous pressure remained markedly elevated. Reoperation was unfeasible due to hemodynamic instability. Urgent percutaneous pfo closure was pursued. The patient demonstrated rv recovery, assessed by rvad weaning trials under tee guidance, with rvad removal on postoperative day 7. Recurrent severe rvf occurred, with inadequate lvad flow and high vasopressor requirements. Lvad speed was reduced to 4700 rpm. Tee showed septal leaflet prolapse and massive tricuspid regurgitation, secondary to subvalvular apparatus injury from rvad cannulation. Tricuspid valve repair resulted in stabilization with adequate flow and perfusion at 5000 rpm. Due to persistent mild desaturation and residual left-to-right shunt, amplatzer device closure of pfo ensued. The patient was eventually discharged home and remains alive 1 year later.